Manufacturer narrative:
Product event summary #s8 ent flat panel emitter low tracking volume. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that while testing the unit for evaluation, it was discovered that instruments (suctions) would only track if held less than 6 inches from emitter. No patient present.